Event description:
It was reported that the device exhibited oversensing and undersensing at 2.5 mv. Bipolar impedance was at 300 ohms but unipolar impedance was at 900 ohms. Capture was difficult to assess due to oversensing, but was observed to be 3.5 v. The field representative did not think that this measurement was accurate.